Manufacturer narrative:
The err 2 timeout was verified by the service and it was found within specifications. The service found the display stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump set off "error 2." In addition to what had be reported by the customer, the service found out that the display was stained.